Manufacturer narrative:
The pump was received with currents in spec. No unexpected battery out limit. No blank display. The lcd board ok. No unexpected beeping anomaly noted. No button error alarm. There was intermittent button response due to moisture damage keypad trace. The insulin pump had a minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display and button error. The blood glucose at the time of the incident was 111 mg/dl. The customer states the pump had no power and had a button error alarm. Troubleshooting was performed and the display did return. However, the pump began to alarm battery out limit and there was no troubleshooting for the button error. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. The insulin pump will be returned for analysis.